Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high results for several assays generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The samples were repeated on another instrument and lower results were obtained. The erroneous results were not reported outside of the lab. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 4 hours. Prior to the events qc results were within the lab's established ranges. A field service engineer (fse) was on-site. The fse was monitoring the system. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.